Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that guide wire tip detachment occurred. A 182cm choice guidewire was selected for use. However, upon opening, an anomaly was observed in its structure, and it was noted that the flexible tip was removed. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic inspection revealed the spring tip of the guidewire was bent. The total length of the guidewire was within specifications. This means that the guidewire was returned complete for analysis and there was no sign of detachment. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that guide wire tip detachment occurred. A 182cm choice guidewire was selected for use. However, upon opening, an anomaly was observed in its structure, and it was noted that the flexible tip was removed. The procedure was completed with another device. No patient complications were reported.